Event description:
The pt reported inaccurately low blood glucose readings with test strips lot 1a619a. One month ago, the pt opened the first bottle of test strips from the box and, with the first test strip from the bottle, obtained a blood glucose reading in the 30-40 mg/dl range (pt cannot remember specific result). From initial opening to 2/27/97, the pt obtained a fasting blood glucose reading of 32 mg/dl. He thought this result was low so he spoke with a co rep. He was unwilling to perform a blood glucose test with the rep. He does not have normal control solution. With the rep, the pt obtained a check strip test result of 88 versus a check strip range of 70-94. The pt's meter was set to appropriate code. The desiccant is in the test strip bottle.